Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads from the same lot number as part of her scs system. It was reported the pt lost stimulation coverage due to lead migration. The pt underwent surgery on (B)(6) 2012 and the leads were explanted. The leads allegedly were not replaced as the procedure was abandoned (reference MFR report: 1627487-2012-02804). It was reported the pt has not been implanted with replacement leads at this time.